Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that: DHR review for: part #391.201, lot #p202935, release to warehouse date: 03apr2015, expiration date: na, supplier: (B)(4). No ncrs were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a cable cannot be removed from the cable tensioner after surgery on (B)(6) 2016. There was no patient involvement. Complaint involves 1 part. Reported concomitant devices: cable (part / lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation showed that a cable is completely jammed in the cable tensioner. Also it is visible that several cords from the cable are jammed in the gripping mechanism (clamping jaws). When we turn the fluted knob at the end of the tensioner counterclockwise the cable could not be removed even with much force. Manufacturing and inspection records indicated no problems with the lot in question. The occurrence was likely caused by an incorrect manipulation by the user. Complaint is disposed as confirmed due to evidence that on cable is jammed, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.